Event description:
As per consumer reagent solution was added on the swab and inserted into the nose while performing binaxnow covid-19 antigen self test on (B)(6) 2022. The customer confirmed there was no patient harm due to the test results. However, there was slight burning sensation. Additionally, the customer confirmed there was no impact in the patient's treatment.

Manufacturer narrative:
This report is being submitted for the initial and investigation conclusion. Consumer was provided with sds. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. Based on this information, no further action is required. The product will continue to be monitored and tracked.